Event description:
The user received a questionable low troponin t (tnt) result on the 2010 rack elecsys analyzer for one patient sample. The initial tnt result gave < 0.010 ug/l. This result was accompanied by a data flag. The sample was repeated twice giving tnt results of 0.275 and 0.272 ug/l. A tnt result of 0.27 ug/l was reported outside the laboratory. Laboratory protocol is to repeat all results from patients with no known recent tnt results, thus no false results are reported out of the laboratory. The initial result was not reported. The patient was not affected. Troponin t reagent lot number, 15721901.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the pt was not getting therapeutic effect from her device. It was stated the device "never covered the pt's pain" in her back and legs and reprogramming did not help. It was also stated the device would "get hot when turned on for a half or full day." It was also stated the pt was "allergic to the components" and developed hives post-implant which have returned intermittently. It was stated the pt was receiving pain medication which addressed pain and wished to have the device system removed. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
A specific root cause could not be identified. Analysis of instrument data, calibration and controls did not indicate a clear root cause. Based on information provided for the investigation, a possible reason for the low troponin t result was due to a pipetting issue of the patient sample caused by either a tilted tube as no sample tube adaptors were used by the customer, or, foam on the sample surface.